Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, no new reportable malfunctions were identified during the device evaluation. Based on the information obtained from this complaint and the investigation results, reported issue occurred due to damage on cable unit, the endoscopic image cannot be displayed. The most probable cause of the identified failure is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Event description:
It was reported, that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and updates. Corrected fields: h6-type of investigation: remove b11 and b14, h6-investigation findings: remove c040101. Updated fields: b5, h2, h6-investigation conclusions: updated from d1101 code to d15 - cause not established, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.